Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a red x with an error message that stated there was an ECG failure. There was no negative patient impact.